Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that irritation in right outside thigh. Product not returned. Lead revision removed anterior lead and replaced with posterior lead impedances/connections were good and working. Physician determined lead was anterior and needed to be replaced. The issue was resolved. Patient implanted aug 5. Patient stim turned on at 2 week post-op appt and was getting good coverage/relief in lower extremities. Patient has recently had some irritation in right thigh. Physician determined one lead was anterior and was replaced sept 1. During intra-op after removing anterior lead patient said irritation in right thigh was gone. Stim will not be turned on until her 2-week post-op appt. Additional information from rep stated that the implanted lead did not migrate, was anterior when implanted but was not replaced.